Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was getting stimulation in the rib, stomach, and chest area. X-ray was taken and lead migration was confirmed. The patient underwent a lead replacement procedure and was doing well postoperatively. No device malfunction was suspected.